Event description:
It was reported that approximately three months after implant, this right ventricular (rv) lead dislodged. It was observed via x-ray that the lead twisted in the pocket. A new lead was successfully implanted and no additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that approximately three months after implant, this right ventricular (rv) lead dislodged. It was observed via x-ray that the lead twisted in the pocket. A new lead was successfully implanted and no additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid/tissue in the helix and twisting in the insulation through out the lead body, which confirmed the dislodgement observation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. It is believed that the twisting in the insulation is related to twiddler's syndrome.